Event description:
The device did not compared to a lab. The reported device result was 4.2 and 3.8 inr. The reported lab was 2.9 and 2.0 inr. The device was replaced and requested to be returned for eval.